Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer treated with a bolus from the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including thirstiness and dry mouth. The customer reported that the insulin pump alarmed no delivery multiple times. Troubleshooting was done. The customer reported a lot of scar tissue on the abdomen that might have caused the no delivery alarms from the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).